Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: the american journal of surgery 184. 2002; 97 to 102 - (B)(4).

Event description:
It was reported via journal article "title: laparoscopic adjustable gastric banding for the treatment of morbid obesity." Authors: james d. Evans, m.d.; michael h. Scott, ch.m; annemarie s. Brown, m.b., ch.b; john rogers, m.d. Citation: the american journal of surgery 184. 2002; 97 to 102. This prospective study evaluated the effectiveness and safety of laparoscopic adjustable gastric banding (lagb) for morbid obesity. A total of 95 consecutive patients (89 female and 6 male patients; age: 19 to 69 years old; bmi: 88.9 to 228.6) underwent lagb for morbid obesity. During the surgical procedure, once in place and locked, a gastric pouch of median volume 25 ml was created and the band secured to the stomach with a median of 3 (range 1 to 6) nurolon sutures (ethicon). The injection port was positioned subcutaneously at the site of the 12 mm port and secured to the rectus sheath using four ethibond sutures (ethicon). Reported complications included abdominal or shoulder pain (n-5) which were settled with analgesia in 4 patients; wound infection (n-2) which required oral antibiotics; vomiting or indigestion (n-11) which required temporary band deflation in 5 patients, laparoscopy and band removal in 3 patients, symptomatic treatment in 2 patients, and laparoscopy and revision of band in 1 patient; band slippage (n-5) which required laparoscopy and unbuckling or revision in 3 patients, laparoscopy and band removal in 1 patient, and band deflation in 1 patient; acute pouch dilatation (n-2) which required early re-operation by laparoscopy with repositioning of the band; pouch dilatation (n-4) which required laparoscopy and band removal in 1 patient, laparoscopy and unbuckling or revision in 2 patients, and band deflation in 1 patient; port site hernia (n-1); injection port inversion (n-3) which required revision of port under local anesthetic; and band erosion (n-1) in which the band was removed and erosion was repaired laparoscopically. Lagb is a safe and effective operation for morbid obesity which results in sustained weight loss with low operative mortality, acceptable morbidity and shorter hospital stay compared with open surgery.